Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported charging cable has been frayed and it is difficult to charge pump. There was no reported adverse impact to customer's blood glucose level. A replacement cable was sent to the customer to resolve the issue.